Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the monitor of the navigation system was not working. It was reported that the monitor connections were manipulated which temporarily restored functionality but the monitor was then intermittently not functioning. There was no patient present when this issue was identified.